Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A review of an image provided of the wound was performed by an intuitive surgical, inc. (Isi) clinical development engineer (cde). The following additional information was provided: discoloration in the area of a closed port site can be seen but it is not determinable if this discoloration is a result of a burn or other cause. A review of the site's system logs revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that after a da vinci-assisted cholecystectomy surgical procedure, the patient experienced a post operative burn at the umbilical port site found at a follow up appointment. The surgeon indicated that a permanent cautery hook instrument was used in that specific port site and possibly relates the energy used might have gone through the cannula and burned the patient's skin. It is unknown if the was medical intervention, if any, was rendered to address the wound. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
It was reported that after a da vinci-assisted cholecystectomy surgical procedure due to symptomatic cholelithiasis, the patient experienced a post operative burn and wound at the umbilical port site found at a follow up appointment. The surgeon relates the use of the permanent cautery hook (pch) instrument in that specific port site, possibly relating the energy used might have gone through the cannula and burned the patient's skin. There were no reports of any arcing by the pch or any other energy instruments intraoperatively. The monopolar energy settings were 4 cut 4 coagulation, bipolar was also 4. The surgeon reports the patient received local wound care postoperatively and is healing well.

Event description:
Refer to h10/h11 for follow-up information.